Manufacturer narrative:
B4, g3, g6, h2, h6, h11. Following verathon's initial device evaluation, the subject glidescope spectrum single-use qc mac s4 was provided to verathon's engineering department for further investigation. Engineering analysis of the reported image freeze failure confirmed that the device initially operates as intended, followed by progressive image freezing, localized thermal increase of the camera sensor, and subsequent loss of image output. Failure analysis showed that the camera sensor stops functioning properly even though it is still receiving power and timing signals. It then begins to draw more current and generate heat. This behavior is consistent with an internal, temperature-related defect within the sensor. The root cause of the reported event was an internal failure of the camera sensor (u1), likely related to a temperature-dependent condition, which resulted in loss of image.

Manufacturer narrative:
B4, d8, d9, e1, e2, e3, g2, g3, g6, h2, h3, h6, h11 the glidescope spectrum single-use qc mac s4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported image issue. The mac s4 passed visual inspection. When connected to verathon's test equipment, the mac s4 produced a normal image for about ten (10) seconds. Then the test monitor screen flashed and froze. A few seconds later, the display was filled with horizontal colored lines. The mac s4 failed verathon's device functionality testing. Review of complaint history for the reported lot number "td1015118" did not identify any previous complaints reported to verathon. Trending analysis for glidescope spectrum single-use qc blades does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Upon completion of verathon's device evaluation, the mac s4 has been sent to verathon's engineering department for further investigation. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated; however, at the time of this report, the device has not been received by verathon. Verathon remains in contact with the canadian distributor and continues to investigate the reported event. A supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A facility reported the glidescope spectrum single-use qc mac s4 laryngoscope caused the screen on the glidescope video laryngoscopy system to freeze during the intubation of a patient. The system was powered down and restarted again, only to have the screen freeze once more. The mac s4 was trialled on other glidescope systems and found to cause the screen on those devices to freeze as well. The patient was intubated successfully with direct laryngoscopy and no harm to the patient was reported.